Event description:
It was reported that the customer had received no delivery alarms during bolus 4-5 times. Customer used 4 different infusion sets and received 17 no delivery alarms in a row. Customer stated that this has been happening close to a month. Customer has tried different cannula lengths. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer will be sent replacement infusion sets and reservoirs. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.